Event description:
The customer reported that "while running lipids in the nicu, they experienced backflow issues with the product. Each port was leaking with lipids; even the ports that were capped and not in use were leaking." Ten samples were saved and will be returned to quest for evaluation. Product code 9230; lot number 26071.g02.